Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. After an epic stent was placed at the lesion, a 7.0 x 20, 75cm mustang balloon catheter was advanced for post-dilation. However, during inflation at 7 atmospheres, the balloon leaked and a pinhole was noted. The procedure was completed with another mustang balloon catheter. There were no patient complications nor injuries reported.